Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual rise in out of range pace impedance measurements, resulting in a lead safety switch (lss). Technical services (ts) determined that no capture was occurring after the lss due to the vector the lv lead began pacing through. Ts confirmed the pace impedance measurement range and learned the health care professional would be bringing the patient in for further evaluation. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.